Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the field representative requested technical services (ts) review the presenting electrogram stored by this pacemaker system with a right atrial (ra) lead. Ts reviewed per request. Ts advised there is possible undersensing of atrial fibrillation (af) on the ra lead. In addition, there is oversensing of noise observed. The field representative was able to reproduce noise artifact with isometrics. However, no out of range impedances were produced with isometrics. Additional information from the field representative provided the device was reprogrammed and an electrocardiogram was ordered to confirm af. Results of the electrocardiogram are not known. This ra lead remains in service. No adverse patient effects were reported.